Event description:
It was reported that one day after this pacemaker system was implanted, a lead safety switch occurred which switched the pace/sense configuration from bipolar to unipolar due to out of range pace impedance measurements. High capture thresholds and loss of capture (loc) were also observed. A revision procedure was performed and the lead was repositioned. No additional adverse patient effects were reported. At this time, this lead remains in service.